Manufacturer narrative:
Block e1: the health care facility is (B)(6). Block h6: imdrf device code a0401 captures the reportable event of handle cannula break and pull wire break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the handle cannula of the trapezoid rx broke while attempting to crush a 9mm stone with an alliance handle. The basket could no longer be removed. Attempts to remove the basket was performed by dilating the duct and using an extraction balloon above the stone. A non-bsc rescue handle was used to attempt to detach the tip of the basket, but the pull wire broke once wrapped around the rescue handle. A plastic stent was implanted to ensure biliary drainage and the wire was taped to patient's cheek. The patient was sent to recovery and was later transferred to st. Paul's hospital for removal of the basket.